Event description:
Pt reported noticing a wetness on his shirt then experienced elevated blood glucose (525 mg/dl). Pt indicated that he replaced the infusion set and his blood glucose returned to normal. Pt indicated that he was unsure how the insulin got on his shirt. Pt indicated that the infusion set tubing was still connected at the time of the incident. Pt indicated that the cannula had pulled out of his body. Pt was not returning any product.